Event description:
It was reported that following a repeat cardiac ablation procedure, the patient developed dressler's syndrome and experienced thoracic pain beginning after the repeat pulmonary vein isolation. A thickened pericardium was identified via electrocardiogram, which was considered clinically significant. The patient was hospitalized. Blood tests and ultrasound were performed and found to be not clinically significant. The patient was treated for dressler's syndrome with an anti-inflammatory medication for three months and a nonsteroidal anti-inflammatory medication for two weeks. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.